Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cardioversion the patient experienced asystole. It was noted the patient didn't receive pacing for fourteen seconds. The patient was artificially paced until the device began pacing again. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.